Manufacturer narrative:
Model number/catalog number: sc-2138-70, serial number: (B)(4), batch/lot number: 156551, model/catalog description: scs 70cm iii lead 8 contact lead.

Event description:
A report was received that the patient underwent an explant procedure due to device was not helping much. No further information could be obtained.